Event description:
It was reported that a large volume infusor had a floating piece of plastic in the solution. This occurred after filling with fluorouracil. The reporter stated that the particle appeared to be a "cap coloured shaving." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cause could not be determined. However, a CAPA has been opened to further investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a fragment of pink coiled cap shaving floating in the fluid of the reservoir. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.